Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of excessive occlusion alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was no patient harm.

Event description:
The customer reported that the picu and icn are experiencing multiple occlusion alarms on continuous infusions while using the monoject 12ml, 20ml, 35ml and 60ml syringes. The pump occlusion settings for those profiles are set at "medium". The customer further states that there were continuous occlusion alarms without an occlusion present during a 20ml syringe of alprostadil 20mcg/ml at 0.13ml/hr. There was no report of patient harm.